Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4024-52 lead, implanted: (B)(6) 1998. (B)(4).

Event description:
It was reported that a lead warning was triggered for low atrial impedance on the right atrial (ra) lead. Noise was also noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range.